Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The left atrial appendage was measured 18mm by ultrasound and 15mm by fluoroscopy. The landing zone was measured as 17mm. Angiography was used during the procedure. The patient's left atrial pressure was 12mmhg. The device met close criteria, and a tension test was performed. The device was implanted. There was no evidence of compression. It was noted that there was a clinically significant leak around the lobe of the device. After implant, the device embolized into the atrium. An attempt was made to re-capture the device with a single-loop and a 3-loop retriever. During the attempts, the device dislodged into the outflow tract. The patient was taken to surgery, and the device was surgically explanted. The cause of the embolization was unknown.

Manufacturer narrative:
An event of device embolized into the atrium was reported. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the close criteria was met and based on the measurements provided an appropriate size device was chosen. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The left atrial appendage was measured 18mm by ultrasound and 15mm by fluoroscopy. The landing zone was measured as 17mm. Angiography was used during the procedure. The patient's left atrial pressure was 12mmhg. The device met close criteria, and a tension test was performed. The device was implanted. There was no evidence of compression. It was noted that there was a clinically significant leak around the lobe of the device. After implant, the device embolized into the atrium. An attempt was made to re-capture the device with a single-loop and a 3-loop retriever. During the attempts, the device dislodged into the outflow tract. The patient was taken to surgery, and the device was surgically explanted. The cause of the embolization was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolized into the atrium was reported. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. The device was returned to abbott for analysis and the investigation revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the close criteria was met and based on the measurements provided an appropriate size device was chosen. Based on the information received, the cause of the reported incident could not be conclusively determined.